Event description:
Additional information received noted lead lot # 11418787. Event description: persistent programming error caused in high lead impedances for 2 investigational leads. The MDR decision tree was provided with additional answers to provide clarification. MDR decision tree v2. Is the device marketed/commercially distributed in the united states? (The investigational segmented dbs leads are not marketed/commercially available in the us or anywhere else) answer: yes. Is the device similar to a device marketed/commercially distributed in the united states? No answer: unanswered. Does the information available reasonably suggest or allege that the device may have caused or contributed to a death? There was no death associated with this event answer: no. Does the available information reasonably suggest or allege that the device may have caused or contributed to an injury or illness. Was life threatening? Resulted in permanent impairment of a body function, or permanent damage to a body structure? Necessitates medical or surgical intervention to preclude permanent impairment to a body function or permanent damage to a body structure? This device event did not cause patient adverse event answer: no. Does information received reasonably suggest that the device failed to meet its performance specifications or otherwise perform as intended indicating malfunction? Yes. Did the malfunction involve a long term implant or a device that is considered to be life supporting or life sustaining and thus is essential to maintaining human life? No. The malfunction did not involve a long term implant; it affected a lead used for acute investigational testing answer: yes. The chance of a death or serious injury occurring as a result of a recurrence of the malfunction is not remote? Chance of death is remote answer: unanswered. The consequences affect the device in a catastrophic manner that may lead to a death or serious injury? No answer: unanswered. The malfunction results in the failure of the device to perform its essential function and compromises the device's therapeutic monitoring or diagnostic effectiveness which could cause or contribute to a death or serious injury or other significant adverse device experiences required by the regulation? No answer: unanswered. The manufacturer takes or would be required to take an action under sections 518 or 519(f) of the act as a result of the malfunction? Answer: unanswered. Does valid scientific and/or medical information support that the malfunction would not likely cause or contributed to a death or serious injury if the malfunction were to recur and is this information documented within the complaint file? Yes. The malfunction will not cause to death or serious injury because the high impedance observed on the investigational leads indicate/will indicate that lead is/will be unusable; which in this case the investigational lead will not be used for the study procedure. Answer: no. Reportable.

Event description:
Additional information received noted that no diagnostics were performed. Cause was deemed to be due to error in study programmer. There were no interventions.

Event description:
It was reported that a persistent programming error caused in high lead impedances for 2 investigational leads. Signs symptoms: no signs or symptoms. Interventions: end of study procedure. Intervention date: (B)(6) 2011. Outcome: resolved without sequelae. Resolved date: (B)(6) 2011

Manufacturer narrative:
Product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead.

Manufacturer narrative:
Additional review indicated that intervention required should not have been checked. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. Additional review indicated that serious injury should not have been checked and malfunction should have been checked instead. (B)(4).